Event description:
Per the clinic, the patient experienced a magnet depolarization from an MRI. The patient still received benefit from the device however, a decision was made to explant the device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.